Event description:
Guo et al 2025 - pediatric endoscopic retrograde pancreatography expertise in chronic pancreatitis: a single center analysis. "In preparation for erp procedure, patients underwent a six-hour fast and received intravenous fluid therapy. One hour before the procedure, diclofenac sodium was routinely administered for the prevention of post-ercp pancreatitis (pep), at a dose of 1 mg/kg, with a maximum dose of 12.5 mg. A comprehensive preoperative evaluation was performed, including complete blood count, biochemistry panel, coagulation studies, abdominal ultrasound, and either CT or magnetic resonance cholangiopancreatography (mrcp), to determine the cause of cp and assess for pancreatic duct strictures or stones. Detailed preoperative communication with the child¿s family was conducted, and informed consent was obtained. Standard adult erp equipment was utilized, including duodenoscopes (olympus models jf-260v or tjf-260v), contrast catheters, guidewires, cutting balloons, stone retrieval baskets, pancreatic duct stents, and stone retrieval balloons (manufactured by cook medical and anri)." "One stent self dislodged but was not replaced due to a lack of clinical symptoms or imaging progression at the three-month follow-up." Count: 1 event, no clinical symptoms. Population: pediatric patients (<18 years) diagnosed with chronic pancreatitis (cp) sample size: 17 patients gender: 7 males, 10 females mean age: 10.0 ± 2.7 years (range: 4.4¿15.9 years).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.